Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse indicated that the connector for solenoid sol118 had shorted and was melted. The fse replaced solenoid sol118 and the connector to resolve the issue. (B)(4).

Event description:
The customer reported the coulter lh750 slidemaker was generating a burning smell. The leak was contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. No fire was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The device date of manufacture was changed from 04/01/2015 to 03/01/2015.